Event description:
During the retraction of the device into the endoscope, the forceps jaws broke. The endoscope was removed from the pt and the forceps were removed from the scope outside the pt. The pt suffered a hematoma and a clip was used to stop the bleed. The pt was reported to be "fine."

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture and expiration dates can not be determined.